Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2011 and a revision (B)(6) 2011. It was reported on (B)(6) 2011 that the pt was reprogrammed several times due to reports of increasing abdominal/rib stimulation and decreasing lower back stimulation since implant. Pt was revised on (B)(6) 2011 and paddle was moved to a different position but reported issue of abdominal/rib stimulation remained. Pt predominately feels stimulation in bilateral legs and thighs and very little in her lower back- all attempts with programming have been unsuccessful. No further info is available at this time.